Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and the helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction; also, the helix of the lead was extrinsically compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant attempt, the helix appeared to not be fully deployed even after maximum rotations. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.